Event description:
It was reported there was a lead warning due to low impedance measurements on the high voltage coils of the right ventricular (rv) lead. Oversensing was also noted on the lead. In addition, the atrial and rv pacing lead impedance measurements were high. Technical services department was contacted and it was recommended the device be replaced. Follow up was conducted with the physician's office to obtain additional information on the patient and the device, but the attempts were unsuccessful. Records indicate the device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Redacting report number 2649622-2012-15878 as it was reported on the incorrect medical device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.